Event description:
Caller reported damage to the pump housing and usb port, specifically affecting the ability to charge the pump. The customer's blood glucose level at the time of the issue was 131.4 mg/dl, which is within the normal range. Technical support decided to replace the pump to resolve the issue.